Manufacturer narrative:
Analysis of the lead va0790f002 found the distal end of the stim lead electrode pulled out or off. It was reported that the # 10 electrode was lifted away from the molded rubber on one side. The proximal securing tab of the # 10 electrode was straightened out. The molded rubber appeared to have been filled in correctly around the electrode, when it was manufactured.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received provided patient name and lead serial number. It was noted that the device had already been returned.

Event description:
It was reported that on (B)(6) 2014 during a case, the health care professional tried to use a lead and one of the contacts came up off the paddle. It was noted they did not use the lead and grabbed a new one and it worked. It was noted that the patient was not affected by any of this. It was further reported that the health care professional noticed the contacts on the lead lifted up and that there was a breakage. It was noted the device was not used within the patient and the patient status was ¿recovered without sequelae.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.